Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reload accessory was analyzed and the complaint was not confirmed by failure analysis. The reload was returned in a used condition. Following a thorough internal and external inspection, no issues related to the customer's complaint were identified. Additionally, the reload was found to have lodged staple. The deformed lodged staple was found at the knife groove. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sure form 60 stapler blue reload failed to engage and had to be manually released from the tissue with a stapler release kit. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The issue occurred during the 3rd load. The customer was using the instrument to create a gastric conduit. There was no calcified tissue, no tissue tension, and no tissue bunching. The stapling resulted in malformed staples on the last two staples at the end of the load. The staples were stuck in the tissue and needed to be pulled out of the tissue to allow the stapler to disengage. There was no exposed blade and no missing staples from the staple line. There were no holes or gaps observed in the staple line, but extra suture placed over staple line to bury it. There was a short area of overlap when making the gastric conduit at the start of each stapler fire. There was no bleeding observed and no unplanned tissue removal due to the stapler firing issue. The customer was able to complete the procedure robotically with no injury to the patient.